Event description:
Customer reported they felt the output of the vaporizer was higher than expected. There was no reported pt injury. Co's investigation into the reported event is ongoing. A follow-up report will be issued when the investigation has been completed.